Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, there was a break in readings resulting in the patient not being able to wear the sensor for the full seven days. No additional event or patient information is available.